Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular (rv) lead capture threshold was elevated and sensing was variable. Fluoroscopy was performed which showed the rv lead had dislodged. The patient was asymptomatic. The physician attempted to re-position the lead but was unable to fully retract the helix. The lead was explanted and replaced. The patient was stable throughout.